Manufacturer narrative:
Other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional reported post-operatively on (B)(6) 2016 the patient experience intermittent impedance readings. Intra-operative readings had been fine. The patient had started having zaps. A replacement was scheduled. There had been no falls or issues. Impedance testing was done. No actions were taken. The implantable neurostimulator (ins) and old extension were replaced with new devices on (B)(6) 2016. Impedance testing taken, there were no further issues. The event had resolved, recovered without sequelae. The reason for removal was device and therapy related. The device was used in the patient for treatment and there was no patient death. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
The implantable neurostimulator (ins) and extension both functioned properly throughout the duration of the test (minimum of 48 hours). Both devices were set to the parameters the explanted device had when it was received for analysis. No anomalies were observed during the duration of the test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.